Event description:
The account reported that the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a was used during a colonscopy in the cecum. The doctor is proficient with apc but had difficulty with ignition. The settings were 40 watts with a 2 liter/minute flow rate. A micro perforation occurred and pt had a hemicolectomy. The pt was recovering and doing fine.